Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 12/11/2013, electrode belt: 12/02/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that the patient became symptomatic and went unconscious. The patient's friend called ems who attempted to resuscitate the patient by performing CPR and giving them epinephrine. The patient had reportedly received a treatment prior to ems arriving. The patient was then intubated and transported to the hospital. The patient had arrived at the hospital wearing the lifevest at approximately 20:48:00, and was declared dead at approximately 21:22:00 on (B)(6) 2021. The patient's passing was cardiac related. Review of the download data, indicates the patient received five inappropriate shocks in response to low amplitude oversensing. The patient was in asystole at the time of all five inappropriate treatment shocks at 20:15:09, 20:15:37, 20:16:04, 20:16:32, and 20:30:36. The patient's post shock rhythm for all five shocks was also asystole. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2021 at approximately 21:22:00.